Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 30 mg/dl. The customer stated that the insulin pump had motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that insulin pump had blank display. The insulin pump will be returned for analysis.